Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient experienced a lot of bleeding at the lead implant site a few days after the trial procedure. The leads were removed and the patient was hospitalized after the patient reported extreme pain in legs and upper back extending to head. MRI revealed a large hematoma along the patient's spine. The patient is scheduled for a laminectomy to remove the hematoma. There was no report of further complication.